Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the results of the culture taken at explant indicated that no organisms were present. The cause of the drainage and scabbing was undetermined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had soreness at the battery site and a small area started draining and formed a scab. The doctor was concerned about the possibility of an incision infection so they did a pocket exploration. Upon inspection, they stated it did not look infectious. They elected to remove the battery and keep the lead as mentioned and will replace the battery at a future date. Factors contributing to the issue were unknown. It was reported that a culture was performed during the batter explant. It remains unknown if the issue was resolved at the time of the report, but the rep indicated that they would follow-up with further information. It was reported that the patient explanted the battery and left leads in the patient¿s body. When the pocket is healed they will return and place the new battery and connect to the existing lead. The ins was explanted and the customer discarded it so it will not be returned for analysis though the customer was notified that the product should be returned. No further complications were reported/anticipated.